Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received emergency medical assistance and got hospitalized due to low blood glucose in (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 60 mg/dl after the paramedics treated with intravenous fluids. The insulin pump will not be returned for analysis.